Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the needle moved out of port on his own. The needle inserted into the port pulled so far out of the port, despite the fixation plaster, that there was a risk of extravasation during infusion. However, no patient was harmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the needle moved out of port on his own. The needle inserted into the port pulled so far out of the port, despite the fixation plaster, that there was a risk of extravasation during infusion. However, no patient was harmed.